Event description:
The customer reported that his doctor recommended having the insulin pump replaced because he believes the piston in the device is slanted and not pushing the insulin properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.